Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe was not registering with the probe during the procedure. The hcp tried the probe on different device and worked correctly. The case was completed using a back-up mainframe. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer's issue could not be duplicated. There was no fault found with the device. The mainframe was tested and passed all manufacturing specifications. The customer did not send the patient interface with the mainframe. If information is provided in the future, a supplemental report will be issued.